Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend and was damaged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences reported.